Manufacturer narrative:
Evaluated one opened/used reservoir, inspected reservoir, snap cap, and septum for anomalies; none were found. Ran occlusion test using a new transfer guard, reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into pump, performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was 497 mg/dl. The customer reported the alarm was resolved by a complete set change. Customer was unable to troubleshoot at time of call, unable to determine the cause of the issue. The customer would like to return the set and reservoir for analysis. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer will return her product base on her request. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 497 mg/dl. The customer was treated for high blood glucose with pump.